Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report high blood glucose levels and that when she filled the tubing she did not see any insulin drops. The customer's blood glucose level was 540 mg/dl and treated with a bolus from the insulin pump. The customer completed troubleshooting, however she did not find any loose drive support caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per the doctor's instructions. By the end of the call the customer's blood glucose level dropped to 423 mg/dl. The customer's infusion set and reservoirs were replaced, and was informed to return the problem devices back for analysis.